Event description:
The reporter stated that the surgeon attempting to insert a aa4204vl silicone single piece lens and the haptic tore off. There was patient contact, but no patient injury. The reporter stated that the haptic tore during loading.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens has one haptic torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.